Manufacturer narrative:
The product associated with this complaint could not be returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after post dilating, a right internal carotid rupture was noted on the angiogram. A viabahn self explanding stent was used to seal the rupture. The procedure was completed successfully with no reported adverse outcomes.